Event description:
It was reported that during an unknown procedure, the clips were malformed from the first firing in a row. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: 3rd follow up attempt-additional information requested from affiliate: what does 1st firing in a row mean? Please provide more detail to clarify. The clips were malformed at the 1st firing and the same event occurred in a row. What type of procedure was being performed (siebel database says gastrectomy but event description says unknown procedure)? Sorry, it was input mistake. The procedure is vats. What vessel or structure was the device fired on at the time of the event? Around arteriovenous. What is shape of malformed clip? Scissoring were malformed clips removed? Did malformed clips fall off? No if so, were they retrieved from patient? Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? The information was not provided from the hospital. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? The information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? ---no were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? The information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? If so, whom? The information was not provided from the hospital.